Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) would not power on. The last patient to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. As received, the battery charger was resetting. The cause of the battery charger resets was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The intermittent connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but he fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective flash memory. The last patient to use this battery charger/modem did not report any deficiencies.